Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was loss of capture and loss of sensing observed on the right ventricular (rv) lead due to cardiac perforation. The lead was explanted and replaced to resolve the event. The patient was stable following the procedure.